Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle broke off and remained in her abdomen. The following information was provided by the initial reporter, translated from dutch: mrs. Injected with the needles as usual, but the needle broke off and remained in her abdomen. Ms. Went to the family doctor to have the remainder of the needle removed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine ultra¿ pen needle broke off and remained in her abdomen. The following information was provided by the initial reporter, translated from dutch: "mrs. Injected with the needles as usual, but the needle broke off and remained in her abdomen. Ms. Went to the family doctor to have the remainder of the needle removed."